Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating " not conclusively patient determined about the ins being off, it was shut off on a purpose but complete charge may have not been done and it shut down somehow. Finally got the patient programmer which has led to monitor better and be more aware. They are also using the adhesive tabs which allows to leave it on a bit longer for a better charger and connectivity since patient likes to move fidget as more of the nurse are trained as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that patients(pt) husband who had the pt programmer did not turn on initially. The aaa batteries were replaced and programmer turned on. Caller connected to pt's ins and noted ins was off, which they did not anticipate, and the ins was at 100%. Agent reviewed how an ins can turn off. The caller turned the ins on.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that broken connector. Caller states they advised to hold the desktop charger (dtc) in place when connected to the implanted neurostimulator recharger (insr) to try to charge the pt's implanted neurostimulator (ins). The caller states they did so but the insr will not function as intended. The caller states that they plugged the dtc in insr and the screen did not show the flashing insr battery and then moved to a screen indicating that the insr battery was low and needing charging. The caller inquired if the pt may need a new insr. Agent advised the caller to call back if the replacement dtc did not resolve the issue and we can begin the process of moving the pt to the wireless recharger.